Event description:
It was reported that a patient failed to follow therapy steps during prime of peritoneal dialysis (pd) therapy. The patient was connected to the patient line of the homechoice automated pd set with cassette before the line was properly primed. The technical service representative advised the caregiver to start over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, where the patient connected to the patient line during the prime phase. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide,¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also warns the user that connecting themself before "connect yourself" can cause air to be delivered to the peritoneal cavity. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.